Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. In addition, no log files were received. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Additional information revealed the initial MDR for this event was reported under the incorrect MFR report # and manufacturing site. Corrected manufacturing site information has been provided in g1. The correct MFR number is 3008452825.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturing ref: 3005334138-2019-00421, 3008452825-2019-00385, 3008452825-2019-00386, 3008452825-2019-00387. During a pulmonary vein isolation procedure, a pericardial effusion occurred. Following geometry collection and ablation of the right-sided upper pulmonary vein, the patient became hypotensive. An echocardiogram revealed an effusion. A tamponade was diagnosed and a pericardiocentesis was performed which stabilized the patient. There were no performance issues with any abbott devices.